Manufacturer narrative:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found followings; the reported phenomenon was reproduced. The endoscopic image sometimes flickered intermittently and did not appear on the monitor. This phenomenon was due to a failure of the cable assembly. (B)(4) assumed that the failure was caused by heavy stress. Leakage was confirmed from the outer cover and focus ring of the camera head. The condition of the switches was not good. It was difficult to press the switches. The screw thread in the device was loose. Therefore, the screws were not tightened to the proper torque. There were scratches and rust on the coupler unit. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. This report will be supplemented as additional information becomes available.

Event description:
A customer reported that the endoscopic image was noisy and flickered intermittently while the cable was rotating. It was found during regular routine inspection by the customer. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides preventive measures against the reported failure mode. Olympus medical systems corp. (Omsc) assumed that the endoscopic image noise was caused by the defect of cable assembly. This defect may have been caused by unexpected physical stress due to user handling. If significant additional information is received, this report will be supplemented.